Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-12422. It was reported the patient lost stimulation when the patient got off of the table in the operating room. X-rays confirmed the lead had migrated. Surgical intervention may be taken to address the issue and the patient is pending an appointment with the neurosurgeon.